Event description:
Patient reported "rupture" confirmed via MRI. Patient reported "fell". This record is for the left side. Device remains implanted and it is unknown if the devices will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.